Event description:
It was reported that the customer requested a bolus then realized she had requested an incorrect dosage. The customer disconnected from the pump rather than cancelling the bolus. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.